Manufacturer narrative:
On 2017-sep-22 the arjohuntleigh received a complaint from (B)(6) facility (USA) which reported that during use the patient slipped off the alenti hygienic lift chair (serial number (B)(4)) into the bathtub. Based on the provided information patient did not sustain any injuries. The review of similar reportable events with the involvement of the alenti hygienic lift in last 5 years, revealed a low number of relevant cases where it was indicated that the patient slipped off the chair, and no product malfunction occurred. The occurrence rate observed for this failure mode is considered to be low. On 2017-sep-26 the arjohuntleigh representative evaluated the involved alenti and lift was up to specification as no malfunction was indicated. Based on the analysis of the previous complaints where the patient slipped off the lift and no malfunction of the device was indicated, this kind of issue could be caused by lack of proper patient supervision, wrong evaluation of the patient and incorrect patient positioning or no safety belt applied. The arjohuntleigh employee contacted the customer on (B)(6) 2017 to clarify the circumstances of event, however the facility representative was not able to provide information that could allow to understand the events cause, for example: if the safety belt was applied and what was the exact patient mobility. In summary, the complaint was decided to be reportable based on the high potential of injury which could occur due to slippage of the patient from lift's chair. During the investigation it was confirmed that no injury occurred, however despite efforts it was not possible to obtain more information regarding event's circumstances. The results of the investigation performed enable us to determine that the claimed alenti lift was up to specification and the reported issue did not cause or contribute to a death, serious injury or deterioration in state of health.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon investigation conclusion.

Event description:
Arjohuntleigh was informed about an event which occurred with the involvement of alenti hygienic lift. It was reported that patient was utilizing a bathing chair inside of the arjohuntleigh bathing system and slipped off the chair into the tub. The patient did not sustain any injuries. The arjohuntleigh representative has inspected the involved device as per customer request and no faults were detected.